Manufacturer narrative:
Device passed displacement test and basic occlusion test. However, unable to prime device during prime/compromised force sensor system test due to force sensor resistor damage by moisture. Unable to perform excessive no delivery, occlusion test or verify clicks during bolus delivery due to prime anomaly. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump made a click sound during bolus delivery. Customer's blood glucose was 107 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.